Manufacturer narrative:
Documentation will be collected and evaluated.

Event description:
Customer reported that there was loss of communication on the panorama central station with telemetry which may have affected telemetry monitoring. No pt injury was reported.